Event description:
[Tridentii-03-009research ] primary surgery was completed on (B)(6) 2021. Patient dislocated due to a prohibited position on (B)(6) 2021. Reconstruction of dislocation without blood was performed and patient outcome was recovery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.